Event description:
Additional information was received stating that the cause of both the resistance and the damage was not determined. Resistance was noted in the distal section of the catheter and was encountered during device retrieval. A continuous saline flush was administered and maintained as indicated in the IFU. The solitaire device was neither torqued nor repositioned during delivery or retrieval. The patient did not have vessel stenosis proximal to the thrombus site. During the attempted retrieval, the microcatheter tip covered the solitaire device proximal marker. The clot encountered was characterized as hard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: solitaire fr thrombectomy stent product ID: sfr-6-30 (lot d047919); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a combination of solitaire fr thrombectomy stent (sfr 6-30) and aspiration with a react-71 catheter was used for thrombectomy. When the stent was pulled back into the react-71 to approximately 2 cm inside, the stent fractured. The react-71 was withdrawn as a whole, retrieving the fractured portion of the stent. A new sfr 6-30 was used in conjunction with the react-71 to complete the procedure. Resistance was noted and the stent and push rod connection point were damaged. No patient symptoms or complications were associated with this event. The patient was undergoing an emergency thrombectomy surgery for treatment of a ischemic stroke in the left internal carotid artery terminus. It was noted the patient's vessel tortuosity was moderate. The patient's baseline modified rankin score (mrs) was 5 and was 4 post-procedure. The national institutes of health stroke scale (nihss) score improved , decreasing from baseline score of 14 to 9 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 0 at baseline to 3 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved one pass with the device. The stroke onset to reperfusion time was 7 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).